Manufacturer narrative:
This report is for two unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of ankle. During the procedure, the surgeon attempted, while using proper technique, to use variable angle locking screws in the distal portion of the variable angle locking compression lateral distal fibula plate, and they would not lock into place. Two (2) different screws were used at different angles, but still unsuccessful. There was a surgical delay of an unknown amount of minutes. The procedure was successfully completed using a non-locking screw. The patient status is unknown. This report is for two (2) - screws: locking. This is report 2 of 2 for (B)(4).